Manufacturer narrative:
Concomitant: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8 709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the catheter was revised on (B)(6) 2014. The doctor moved the catheter down one vertebral body below the granuloma. The catheter tip was at the top of l2 and was pulled down to the bottom of l2. The patient had no complications, the pump was working, and there was no loss of therapy. The system was being used to deliver morphine.

Event description:
It was reported that the patient had a granuloma that was identified with an MRI. A catheter revision or replacement was scheduled for 2014-(B)(6) and was later rescheduled for 2014-(B)(6). The patient¿s medical status prior to the report, additional signs and symptoms, possible device issues, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.